Manufacturer narrative:
. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus region during an internal hemorrhoid ligation procedure for third degree prolapsed internal hemorrhoid performed on (B)(6) 2025. During the procedure, the bands could not be deployed as the bands were knotted. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the device was returned with the ligator housing with seven bands attached to it, and two of them are overlapped. Also, the bands were found damaged. The suture was broken, and the teeth were found bent. Additionally, the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that this failure mode could have been related to the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands, making them unable to be deployed due to this condition. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. In regard to the suture being broken, it is most likely due to when the physician removed the device from the scope. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus region during an internal hemorrhoid ligation procedure for third degree prolapsed internal hemorrhoid performed on (B)(6) 2025. During the procedure, the bands could not be deployed as the bands were knotted. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 27, 2025 it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h2: block a1 (patient identifier), block b5 (describe event or problem) and block e1 (initial reporter address 1 and 2, initial reporter city and initial reporter zip/post code) has been updated based on the additional information received on march 27, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus region during an internal hemorrhoid ligation procedure for third degree prolapsed internal hemorrhoid performed on (B)(6) 2025. During the procedure, the bands could not be deployed as the bands were knotted. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 27, 2025. It was noted that there was no difficulty experienced upon setting up the device.